Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
The patient reported experiencing a bent cannula event on (B)(6) 2026 which disrupted insulin delivery and resulted in hyperglycemia managed by manual insulin injection. The event occurred within few hours of use with the cannula inserted at the abdomen.